Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during the vats lobectomy, staple line was incomplete at proximal. The device looked fine and the staple line looked fine with no bleeding, the surgeon started working on different area and noticed after 5 minutes that the patient is bleeding. They found that the staple line is like "a zipper opening". The surgeon used a surgical device to stop the bleeding then sutured the vessel closed. A medical or surgical intervention needed to prevent a permanent impairment of a function. The patient lost about 5-6 l of blood and needed a blood transfusion. The incision extended more than 1 inch (2.54cm). Laparoscopic procedure converted to open due to device problem. The surgical time was extended 30 minutes or more due to the product problem. There was permanent injury as a result of the event. The patient had to stay longer in the hospital .patient status: alive - no injury. Patient medical history: hypertensive.